Event description:
During f/u ((B)(6)) of the ICD system involved in this MDR report, oversensing was observed in the ventricular channel. A re-intervention was performed on (B)(6) to explant the lead, which has been destroyed during the revision and is not available for analysis. Review of the memory data was requested to identify the source of oversensing.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. The associated ICD f/u files analyzed, device history records reviewed. Please refer to the attached analysis report no. (B)(4) for complete details.